Manufacturer narrative:
Trackwise # (B)(4) the lot # 25163181 history record review was completed. There was (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 electricity could no longer be applied. Making it impossible to cauterize blood vessels. A new device was issued, and the operation was completed without any problems, and there were no problems for the patient.